Event description:
Healthcare professional reported right side exchange with no complaint against the device on an unknown side. Healthcare professional later reported "suspected" rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: crease is observed..

Event description:
Healthcare professional reported right side exchange with no complaint against the device on an unknown side. Healthcare professional later reported "suspected" rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional states bilateral capsular contracture baker grade iii and rupture was confirmed not to occurred. Device has been explanted.